Event description:
Device 3 of 3. Reference MFR reports # 1627487-2013-00365 and 1627487-2013-00366. It was reported that surgical intervention was undertaken to explant the patient's (new zealand) ipg and leads (from different lots). Despite attempts to obtain additional details regarding this event, the reason for the procedure is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.